Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pseudotumor, significant swelling, pain. Bone loss in the anterior column and column surrounding the cup. Gapping between the metal articulation and metal cup. Looseness noted in hip. Corrosion on the trunnion. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: unk 56mm acetabular shell unk. Unk 50mm large femoral head unk. G4: device information has not been provided to identify the associated 510k. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised seventeen (17) years post implantation due to pseudotumor, pain, swelling, and bone loss. During the revision the surgeon noted the hip felt loose despite the patient never having instability or subluxation events. Corrosion was also noted on the trunnion as well as severe synovitis and significant bone loss in the anterior column and medial column surrounding the cup. The stem and cup were noted to be well fixed; the head was revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a4, b7, e1, g3, g6, h2, h6.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 medical records were updated and elevated cobalt and chromium levels were found in addition to the original findings. Root cause is unchanged. Complaint remains confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.